Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Multiple requests for further info have been made. Allergan has received no response from the authors. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Nausea and vomit are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of nausea and vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Reported events of nausea and vomiting from journal article: "an approach to the assessment and management of the laparoscopic adjustable gastric band pt in the emergency department", emergency medicine australasia (2011) 23, 186-194. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 14 pts listed in table a2 of the article who experienced nausea and vomiting.